Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was not fully seated. Ventec then properly reseated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated.

Manufacturer narrative:
Section d8, "was this device serviced by a third party?", of the initial medwatch report stated: yes. Section d8, "was this device serviced by a third party?", of the initial medwatch report should have stated: no.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 003 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
It was reported to ventec that the device is continuously rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.